Manufacturer narrative:
On (B)(6) 2020, the cr reported that the patient was having a second instance of skin irritation caused by an erosion at the receiver pocket incision. On (B)(6) 2020, the patient met with the implanting clinician. The implanting clinician reported that the stimulator receiver was eroding and an explant was scheduled for the following week. On (B)(6) 2020, cr reported that's patient is having trouble getting the explant, but is aiming for (B)(6) 2020. On (B)(6) 2020 cr reported that patient's explant was delayed until (B)(6) 2020. A phone call with the cr revealed that the patient's body seemed to be rejecting the stimulator as the stimulator appears to be moving closer to a full erosion. The cr does not believe that the debridement and trimming of the anchoring suture in complaint-(B)(4) contributed to this erosion. No further issues have been reported and the patient is scheduled to have the stimulator explanted. The root cause of this erosion could not be found. The cr believes the patient's body seems to be rejecting the stimulator, but this could not be confirmed.

Event description:
Stimwave quality has investigated the details for a reported skin irritation caused by an erosion, submitted to the stimwave complaint system on (B)(6) 2020, by clinical representative (cr), in the united states. Cr became aware of this issue (B)(6) 2020.